Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va005rs, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was experiencing symptom relief up until the battery replacement. After the replacement, the symptom relief was not improved.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va005rs, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that their system was working well until their battery was replaced on (B)(6) 2015. To resolve the issue there was replacement of the battery and the lead. The issue was noted to be resolved at the time of the report. When the lead was removed, it looked to have a cloudy, white appearance inside of it. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the lead va005rs revealed no significant anomaly. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the implantable neurostimulator (ins) njy301569h revealed the ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. There was insignificant anomalies device functioning okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.